Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had break in aseptic technique which caused peritonitis. The patient experienced peritonitis manifested by peritoneal cloudy effluent and white blood cells increased. The patient was hospitalized for peritonitis. Retraining of proper connect/disconnect method and aseptic technique was performed with the patient. On an unreported date, antibiotics (unspecified) therapy was rendered for peritonitis. The patient is recovering from the peritonitis. No additional information was available at the time of this report.